Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012419845 was returned and analyzed. Visual inspection was performed and the catheter was intact with no visible issues. The steering function was normal, with the distal catheter tip rotating approximately 170° in both directions. The slide function operated as expected, and the capture device shape was standard with no unusual features. The catheter connected to a test catheter interface cable smoothly and securely, with both latches fully engaging the catheter connector. X-ray imaging showed that the catheter handle connector receptacle shell properly mates with the test cable connector plug without interference. The slide control functioned properly, with no issues. When fully advancing the slide control to extend the guidewire lumen, no kinks were observed, indicating proper functionality and alignment of the mechanisms. The catheter identification chip data confirmed usage on the reported event date. The catheter was reprogrammed and connected to the generator using both a returned catheter interface cable and test catheter interface cable, resulting in error 2003 (a relay error) appearing on the generator, even after a restart, indicating an issue with the returned catheter. Hipot verification showed electrode wire insulation integrity, but electrical continuity testing revealed an open loop (ol) for electrode 5 (e5). X-ray imaging confirmed a breached hypo tube near the handle's nose, with electrode wires broken and entangled around it. Further dissection revealed entangled wires inside handle and inside the shaft of the catheter. In conclusion, the loop catheter failed the returned product inspection due to a breached hypotube, broken electrode wires, and entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, electrode one was showing as black on the mapping system. The pin block was changed without resolve. The electrode cable was replaced without resolve. The pulsed field ablation catheter was then replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.